Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 23 after replacing the battery due to a pump error 49 alarm. Customer's blood glucose level was 443 mg/dl. She was nauseous and used a syringe to treat her high blood glucose level. The self-test passed. The device was not retuned.